Event description:
It was reported that the patient had a suspected pump thrombosis. It was noted that the patient had chagas disease and a left ventricular aneurysm that appeared to be increasing in size over time. Despite appropriate anticoagulation, it was suspected that thrombi could have formed in the aneurysm. The anticoagulation targets were increased. The patient presented with recurrent episodes of power elevation, but no laboratorial or clinical signs of hemolysis and flows had been trending down. Although the patient did not develop low flow alarms, the patient was doing clinically well but had already reported a decline in exercise capacity. There were no further therapeutic options for the patient. The submitted log file captured a few power/flow elevation between 03apr2026 and 07apr2026. There were no other unusual events recorded in the log file event history. The device was operating as intended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.